Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not annunciating when alerts and alarms were declared. Customer experienced a low blood glucose (bg) level of 53 mg/dl. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.